Event description:
Per the clinic, wire extruded through the implant site (date not reported). The device was explanted on (B)(6), 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device serial number is (B)(4), not 1020051390001 as previously reported. Correction: the implant date is (B)(6) 2013, not january 03, 2013 as previously reported. This report is filed june 24, 2015.